Manufacturer narrative:
During failure analysis, the reported event was not duplicated; however, it was confirmed during service evaluation. The potential cause of the issue was determined to be a malfunction of the cable assembly.

Event description:
Prior to a procedure at the user facility, it was reported that the core sumex drill displayed a error message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No no adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the subsequent procedure was completed successfully.

Event description:
Prior to a procedure at the user facility, it was reported that the core sumex drill displayed a error message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the subsequent procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.